Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reported reconnecting a used supply bag to the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check heater line alarm that occurred during fill one of seven, the home patient stated that they had switched out most of the supplies in an attempt to clear the alarm, but had reused the protein nutrient bag. Proper procedures were reviewed with the patient and therapy was ended. There was no patient injury or medical intervention reported. No additional information is available.